Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cp and dp boards (printed circuit boards) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty cp printed circuit board was found, causing the keyboard to freeze after capture. In addition, a faulty dpn printed circuit board was found, causing the display to turn green during capture. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image froze when trying to capture it and the display turned green. The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was completed with the same device. There was no patient injury, associated with the problem, reported to olympus.